Event description:
The customer contacted baxter's technical service center regarding a big air pocket in the patient line coming out of the hc (home choice). The tsr instructed the home patient (hp) to end therapy and start over with new supplies. The tsr assisted the hp to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2011 and he was able to resume therapy the next day after starting over with new supplies. He finished out therapy that day with manual supplies. Since then he has been resuming therapy successfully. He noticed air in the tubing after he was in initial drain and the pocket of air was about three quarters of an inch long. He did not notice anything wrong with any of the previous supplies. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. The problem was not confirmed. The root cause was undetermined. A follow-up report will be filed if any additional information becomes available.